Event description:
The device has been explanted.

Event description:
Healthcare professional confirmed left side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, b6, h3, & h6. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, wear abrasion, and white particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported left side capsular contracture baker grade unknown and possible rupture. Healthcare professional called to report and confirm left side rupture. The device remains implanted.